Manufacturer narrative:
Correction: b5, h6 (patient codes) block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient codes 2558, 2119, 2422, 1750, 3191, 1994, 1695, 2348, 2120 and 2001 capture the reportable events of hematuria, urinary retention, obstruction, erosion, revision surgery, pain, adhesion, right overian cyst, urinary tract infection and perforartion. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient for the treatment of stress urinary incontinence (sui) during a procedure on (B)(6) 2015. As reported by the patient's attorney, the patient underwent a revision procedure (rso - right salpingo-oophorectomy and lysis of adhesions) on (B)(6), 2016 due to pelvic pain, right ovarian cyst and persisting omental adhesions. On (B)(6), 2017, the patient had subsequent revisions due to erosion from the previous sling into the bladder lumen with visible mesh and bladder stone on the anterior right bladder neck. On (B)(6), 2018, the patient had another revision due to hematuria, gross confirmed mesh in the bladder and pelvic pain. On (B)(6), 2018, she had another revision procedure due to urinary retention, positional voiding, previous autologous sling and mesh erosion. Boston scientific has been unable to obtain additional information regarding the event to date. ***additional information as of (B)(6), 2020*** on (B)(6) 2015, the patient had laparoscopic assisted vaginal hysterectomy, anterior and posterior colporrhaphy repair, advantage sling and cystoscopy for the preoperative diagnoses of menometrorrhagia, symptomatic cystocele and rectocele, and stress urinary incontinence (sui). On (B)(6) 2016, the patient had surgery to address pelvic pain, a right ovarian cyst and pelvic omental adhesions. On (B)(6), 2017, the patient had a cystoscopy for increased discomfort with physical activity, gross hematuria after physical activity and right-sided abdominal pain; cystoscopy showed 2 cm stone midline bladder, non-obstructing lower pole punctate right medullary calculus, and right kidney cysts ("bosniak two cyst upper pole right kidney with milk-of-calcium"). On (B)(6), 2017, the patient underwent laser fragmentation and removal of the bladder stone; bladder mesh erosion was identified, and it was noted further treatment recommendations would be discussed during the patient's postop follow-up. On (B)(6) 2017, the patient underwent a mesh consult where she reported she was not sexually active due to mesh erosion/dyspareunia, has had recurrent urinary tract infection (uti), pelvic pain, and urgency. A "12.5 pack per year smoking habit" was recorded. Exam noted "sling noted to be improperly placed". Assessment was erosion of bladder suspension mesh, pelvic pain, dyspareunia, recurrent urinary tract infection (uti). On (B)(6), 2017, the patient had surgery for gross hematuria, confirmed mesh in the bladder and pelvic pain. Post-operative diagnoses included the same plus "perforation of the bladder from previous midurethral sling, right sided, entering lateral inferior bladder neck and exiting and then going through the bladder wall, and again entering lightly cephalad". Procedures performed included the following: cystoscopy and bilateral ureteral catheter placement, harvest of rectus fascia, complete removal of tension-free vaginal tape (tvt) mesh kit, vaginal and retropubic arms and intentional cystotomy for resection of mesh and bladder stones, followed by complex bladder neck and bladder repair, followed by autologous sling with rectus fascia. The operative report also stated "there was a large bladder stone approximately 2 cm on the lateral cephalad bladder neck approximately a centimeter cephalad and distal to the ureteral meatus on the right". On (B)(6), 2018, the patient underwent surgery. Her preoperative diagnosis included the following: urinary retention, positional voiding, previous autologous sling and previous mesh erosion into the bladder. The postoperative diagnoses were the same plus "no evidence of residual mesh or bladder injury. Findings consistent with sling contracture of the right side primarily." Procedures performed included sling division and partial urethrolysis, transvaginal; and cystoscopy.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient for the treatment of stress urinary incontinence (sui) during a procedure on (B)(6) 2015. As reported by the patient's attorney, the patient underwent a revision procedure (rso - right salpingo-oophorectomy and lysis of adhesions) on (B)(6) 2016 due to pelvic pain, right ovarian cyst and persisting omental adhesions. On (B)(6) 2017, the patient had subsequent revisions due to erosion from the previous sling into the bladder lumen with visible mesh and bladder stone on the anterior right bladder neck. On (B)(6) 2018, the patient had another revision due to hematuria, gross confirmed mesh in the bladder and pelvic pain. On (B)(6) 2018, she had another revision procedure due to urinary retention, positional voiding, previous autologous sling and mesh erosion. Boston scientific has been unable to obtain additional information regarding the event to date.